Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the vessel sealer was successfully opened intraoperatively, and the tissue was released of its own accord after a significant delay. No adverse patient issues noted. There was no bleeding observed due to the unclamping issue. Bleeding was observed but it was normal and expected per the procedure. Per our central sterile department, the vessel sealer was sent and signed as received after two days in transit. The vessel sealer was in use and working for 15 minutes prior to event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Visual inspection displayed no signs of physical damage at the distal or proximal end of the instrument. All grip pins were securely in place. The conductor wire and snake wrist cable were securely intact. All 7 ceramic dots were installed inside of the jaws. There was no damage to the snake wrist. The blade was manually extended and retracted without any issues. There was no damage to the blade. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions on several attempts. The instrument was fully functional. There was no problem detected. Instrument was used on da vinci 5 system.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the vessel sealer extend instrument grasped tissue and was unable to move. The instrument had difficulty releasing the tissue. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the instrument has been returned back to isi.